Manufacturer narrative:
The previously reported patient code (B)(4) no longer applies to this event.

Manufacturer narrative:
Additional information received indicated the product was received by the company at an international site, and was shipped to a different site for analysis; however the product has not been received at the site to perform analysis. The current device location is unknown and an investigation is ongoing to locate the device. The previously reported conclusion code no longer applies to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The previously reported conclusion code no longer applies to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8780, lot# 0208612316, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving intrathecal baclofen via an implanted infusion pump. The pump was programmed to deliver compounded baclofen 2000mcg/ml at a dose of 270/day. A granuloma at the end of the catheter was reported. The patient experienced symptom return with increased spasticity and withdrawal symptoms. The patient was hospitalized and treated for withdrawal with oral baclofen. The catheter was explanted on (B)(6) 2016 and was going to be returned to the manufacturer. The issue resolved and the patient status was alive no injury. Information was received from a company representative the patient's diagnosis for use for the infusion system was severe spasticity after spinal cord injury. The device information was provided.

Manufacturer narrative:
Analysis of the catheter observed a kink in the body of the catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.